Event description:
After my dentist suggested that I could adjust the metal bar on my night guard, I woke up one morning with a sharp metal piece of it broken off and lying in my mouth. I could easily have swallowed it, and been internally injured. The manufacturer, told me that it may have broken because I adjusted the metal bar. He said that dentists should not advise patients to adjust it. I asked him to send that instruction out to his dentist customers, and he promised to do that. A year later, I discovered that he hadn't done what he promised. I wrote him politely and instead of getting back to me, he complained to the dentist that he didn't want to be contacted by me. The ceo of my dental clinic is now making sure that dentists and patients are warned, but I'm concerned about MFR's other customers not knowing this. I want to prevent someone else from having this experience, and swallowing a sharp metal component. Is there anything you or anyone else can do to make sure this laboratory's customer dentists are instructed properly?